Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movement partly available. Fse reviewed the logfiles onsite and found the error "geocan test failed, and the geo ipc can board test failed. To resolve the issue, fse re-plugged the cables and cleaned the can board and system was returned to use in good working order. The codes were updated based on the investigation outcome. Patient outcome code and health impact code was corrected.

Event description:
It has been reported to philips that the geometry movement was partly available on the allura xper fd20 system. It was later indicated that the c-arm could not be angled. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.